Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/migration of essure device location of device: the essure had turned in the tube, and was puncturing the side wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (1999 with successful vbacs), gravida ii, parity 4, infection tuberculosis, ureterolithiasis, cholelithiasis, myofascial pain syndrome and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, pelvic adhesions, dysfunctional uterine bleeding, vomiting, itching, perineal pain, diverticulitis, malaise, muscle strain, wrist pain, ovarian cyst, flank pain, urinary tract infection, cystitis, hematuria, dysuria and urinary frequency. Concomitant products included citalopram, codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac, norethisterone acetate (norethindrone acetate), ondansetron (zofran), oxycodone, promethazine and zolpidem tartrate (ambien). In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("gastrointestinal or digestive system condition type: nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovaries pain/fallopian tubes pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, possible bilateral salpingo-oophorectomy). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, migraine, headache, allergy to metals, weight increased, abdominal pain lower and back pain outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Computerised tomogram - in (B)(6) 2016: resolution of diverticulitis. Computerised tomogram abdomen - on an unknown date: cholelithiasis without evidence of cholecystitis mild hepatosplenomegaly enlarged. Left adrenal gland. Benign or other etiology not known at this time, evidence of subtle pericolonic fat stranding with no abscess perforation, free fluid in the abdomen or pelvis. There were two small cysts on the left ovary. On (B)(6) 2018: patient with abdominal pain. Patient has history of tumor in the left kidney, had c-section and subsequently hysterectomy. Cholelithiasis without evidence of biliary duct obstruction. Enlarged adrenal glands consistent with benign adenoma stable from (B)(6) 2016. Hysterosalpingogram - in 2008: everything looked good. Pathology test - on (B)(6) 2016: final diagnosis: a) uterus with right fallopian tube, hysterectomy and right salpingectomy: myometrium - unremarkable. Bilateral attached fallopian tube remnants containing e-sure coils. Separate right fallopian tube - unremarkable. B) left fallopian tube, salpingectomy: unremarkable. C) old lower abdominal scar tissue, excision: cicatrix/scar. Ultrasound scan vagina - on (B)(6) 2018: right ovarian cyst as described. Small left ovarian cysts which can be physiologic. Previous hysterectomy. Urinary system x-ray - on (B)(6) 2017: impression: increase in size of the left ovarian fluid filled structure likely cyst, previously 2 cm. Now measuring 4 cm. Non-emergent ultrasound of the pelvis could be considered. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, low back pain, fatigue, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs & medical record received: new events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: nausea, migraines / headaches, migration of essure device location of device: tubes, nickel allergy, pain, perforation (fallopian tube(s), weight gain / loss specify which one: weight gain, ovaries pain, fallopian tubes pain, lower pain of abdomen, lower back pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Outcome of event adnexa uteri pain was updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/migration of essure device location of device: the essure had turned in the tube, and was puncturing the side wall') in a female patient who had essure (batch no. 828278-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (1999 with successful vbacs), multigravida, parity 4, infection tuberculosis, ureterolithiasis, cholelithiasis, myofascial pain syndrome and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, pelvic adhesions, dysfunctional uterine bleeding, vomiting, itching, perineal pain, diverticulitis, malaise, muscle strain, wrist pain, ovarian cyst, flank pain, urinary tract infection, cystitis, hematuria, dysuria and urinary frequency. Concomitant products included citalopram, codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac, norethisterone acetate (norethindrone acetate), ondansetron (zofran), oxycodone, promethazine and zolpidem tartrate (ambien). In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("gastrointestinal or digestive system condition type: nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovaries pain/fallopian tubes pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, possible bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, migraine, headache, allergy to metals, weight increased, abdominal pain lower and back pain outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram - in january 2016: resolution of diverticulitis.. Computerised tomogram abdomen - on an unknown date: cholelithiasis without evidence of cholecystitis mild hepatosplenomegaly enlarged. Left adrenal gland. Benign or other etiology not known at this time, evidence of subtle periclonic fat stranding with no abscess perforation, free fluid in the abdomen or pelvis. There were two small cysts on the left ovary.; on (B)(6) 2018: patient with abdominal pain. Patient has history of tumor in the left kidney, had c-section and subsequently hysterectomy. Cholelithiasis without evidence of biliary duct obstruction. Enlarged adrenal glands consistent with benign adenoma stable from jan2016.. Hysterosalpingogram - in 2008: everything looked good. Pathology test - on (B)(6) 2016: final diagnosis: a) uterus with right fallopian tube, hysterectomy and right salpingectomy: myometrium - unremarkable. Bilateral attached fallopian tube remnants containing e-sure coils. Separate right fallopian tube - unremarkable. B) left fallopian tube, salpingectomy: unremarkable. C) old lower abdominal scar tissue, excision: cicatrix/scar.. Ultrasound scan vagina - on (B)(6) 2018: 1. Right ovarian cyst as described. 2. Small left ovarian cysts which can be physiologic. 3. Previous hysterectomy.. Urinary system x-ray - on (B)(6) 2017: impression: increase in size of the left ovarian fluid filled structure likely cyst, previously 2 cm. Now measuring 4 cm. Non-emergent ultrasound of the pelvis could be considered.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿update of information (batch is not valid)¿ based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/migration of essure device location of device: the essure had turned in the tube, and was puncturing the side wall') in a female patient who had essure (batch no. 828278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patients medical history included c-section (1999 with successful vbacs), multigravida, parity 4, infection tuberculosis, ureterolithiasis, cholelithiasis, myofascial pain syndrome and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, pelvic adhesions, dysfunctional uterine bleeding, vomiting, itching, perineal pain, diverticulitis, malaise, muscle strain, wrist pain, ovarian cyst, flank pain, urinary tract infection, cystitis, hematuria, dysuria and urinary frequency. Concomitant products included citalopram, codeine phosphate;paracetamol (tylenol with codeine no.3), ketorolac, norethisterone acetate (norethindrone acetate), ondansetron (zofran), oxycodone, promethazine and zolpidem tartrate (ambien). In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("gastrointestinal or digestive system condition type: nausea"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovaries pain/fallopian tubes pain"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, possible bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, migraine, headache, allergy to metals, weight increased, abdominal pain lower and back pain outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram - in (B)(6) 2016: resolution of diverticulitis. Computerised tomogram abdomen - on an unknown date: cholelithiasis without evidence of cholecystitis mild hepatosplenomegaly enlarged. Left adrenal gland. Benign or other etiology not known at this time, evidence of subtle periclonic fat stranding with no abscess perforation, free fluid in the abdomen or pelvis. There were two small cysts on the left ovary; on (B)(6) 2018: patient with abdominal pain. Patient has history of tumor in the left kidney, had c-section and subsequently hysterectomy. Cholelithiasis without evidence of biliary duct obstruction. Enlarged adrenal glands consistent with benign adenoma stable from (B)(6)2016. Hysterosalpingogram - in 2008: everything looked good. Pathology test - on (B)(6) 2016: final diagnosis: a) uterus with right fallopian tube, hysterectomy and right salpingectomy: myometrium - unremarkable. Bilateral attached fallopian tube remnants containing e-sure coils. Separate right fallopian tube - unremarkable. B) left fallopian tube, salpingectomy: unremarkable. C) old lower abdominal scar tissue, excision: cicatrix/scar.. Ultrasound scan vagina - on (B)(6) 2018: 1. Right ovarian cyst as described. 2. Small left ovarian cysts which can be physiologic. 3. Previous hysterectomy. Urinary system x-ray - on (B)(6) 2017: impression: increase in size of the left ovarian fluid filled structure likely cyst, previously 2 cm. Now measuring 4 cm. Non-emergent ultrasound of the pelvis could be considered.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, low back pain, fatigue, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Product, patient & reporter information updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.